Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial#(B)(6) implanted: explanted: product type programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97740, s/n (B)(6), revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) could not get their patient programmer to turn their ins on. Pt was seeing the replace programmer batteries screen even after putting in new batteries. Pt then put new batteries in the programmer during the call and the programmer would no longer power on (pt's daughter confirmed batteries were inserted properly). The patient (pt) also reported that for the last week it was taking a long time to charge their ins. Pt said they could get it charged eventually but it was taking a long time to get all of their coupling boxes full. Pt inspected the charging antenna and did not notice any damage. Replacement devices were sent out to the patient. No symptoms were reported. Pt called back from number registered re-reporting information previously documented in this case. Image pt was describing appeared to be 'replace ens battery' screen. Pt said the image has been appearing since saturday and then the screen went blank during today's call. Pt said they have been seeing the screen with the doctor but they are able to bypass it and their ins charges properly. Patient services specialist (pss) reviewed eri. Pt did mention the ins has been recharging quicker than usual but also said they have not been using it as much. Additional information was received from the patient (pt). It was reported that they received the programmer replacement however, they were still seeing the replace programmer batteries screen. Pt said they had tried 3 sets of aaa batteries however, all 3 sets were from the same package. Patient services (pss) reviewed to try a different package of batteries to see if that resolves the issue. Pt will try different batteries and call back if that does not resolve their issue. The pt then called back and stated that they are seeing an error code that shows to replace controller battery. Pss reviewed image and pt became very upset stating they have bought new batteries and are still seeing the same picture. Pss reviewed to use alkaline batteries as pt had max batteries in the remote. Pt states they have already bought the correct ones, pss had pt check springs which pt states they have done this all and no they are not. Pt was very upset and ended call.